Event description:
High impedance was reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Additional information received reported lead impedance was greater than 2500 ohms and there was an apparent fracture. Further information received from an attorney alleges patient suffered physical and other injury as a result of the recalled lead. Patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead. Attorney also alleges the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; full lead was returned for analysis. There was only one set of setscrew marks on the is-1 pin and it is too proximal, indicating that the lead was not fully inserted into the device. Other: high impedance was reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Additional information received reported lead impedance was greater than 2500 ohms and there was an apparent fracture. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: device performed according to specifications. Operational context contributed to event. Impedance, high, lead(s), fracture of.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; full lead was returned for analysis. There was only one set of setscrew marks on the is-1 pin, and it is too proximal, indicating that the lead was not fully inserted into the device.

Event description:
High impedance was reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Additional information received reported lead impedance was greater than 2500 ohms and there was an apparent fracture.